Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. It is unknown which lead had impedances.